Event description:
Boston scientific received information in 2008 that this lead was surgically abandoned due to improper sensing causing inappropriate shocks and low impedances. Now, the lead has been explanted and returned around the same time the patient's current system was explanted due to an infection. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Laboratory analysis incorrectly noted that insulation damage was observed through to the distal high voltage insulation. However, insulation damage was actually observed through all three lumens.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. The tip segment of the lead was not returned. Setscrew marks were noted on all terminals. Insulation damage was noted through to the distal high voltage insulation along with webbing damage between all three of the conductor insulation at 315-324 mm from the terminal pin. The location of the damage site suggests the fracture was a result of stress at the clavicle/first-rib region. It should be noted that the three conductors fractured appeared to have occurred after the lead was surgically abandoned. If the fractures were to have occurred before that time, high impedance measurements would have been expected and observed in the field.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
--